Manufacturer narrative:
Common name and product code: unknown. (B)(4). PMA/510(k) #: unknown due to unknown product code. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This report is associated with medwatch 1820334-2018-01525. As reported, this facility is experiencing an ongoing issue of PICC lines cracking. This report represents the unknown instances reported. To date, additional information is unknown.

Manufacturer narrative:
Several attempts were made to get additional information, however the facility has confirmed that there are no further details available, as the physician has left the hospital. (B)(4). Investigation - evaluation: a review of the documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The device manufacturing record could not be reviewed due to an unknown real part number (rpn) despite multiple attempts to positively identify the complaint device. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Due to the lack of information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. If more details are provided in the future, the investigation may be reopened. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.